Event description:
It was reported that the customer's blood glucose level was 50 mg/dl. The customer had issues with the sensor. He received a change sensor alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-94901 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.